Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the failure was damage to the printed circuit board (cr board), which resulted in image interruption (no image displayed), and damage to the printed circuit board (dr board), which caused image distortion (purple image displayed). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the video system center exhibited damage to the printed circuit board (cr and dr boards) and displayed no image or a purple image. There was no patient involvement.